Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room for unrelated reasons. Upon interrogation, the implantable cardioverter defibrillator had non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the event. Programming changes were made. The patient was doing well during and after the intervention.